Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
The pad-pak was first installed in (B)(6) 2009 and performed to specification up to the (B)(6)2015. The device passed two self tests during manual power ups with time durations greater than 10 minutes indicating the device detected a patient impedance each time. No further data is available as the memory log had been erased for this period. Multiple manual power ups, mainly under 1 minute duration, were recorded between the (B)(6) 2015. Multiple manual power ups may suggest the device was switching itself on and the user was intervening to switch the device off via the on/off button or that the user was regularly power cycling the device. Investigation found the reported fault can be attributed to membrane failure. The multiple manual power ons, one of ten minutes duration, would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.